Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® edta 2k two fill lines were printed on the tubes. This occurred 40 times. The following information was provided by the initial reporter: this is a report about a printing issue. According to the customer's report, when visually checking the products before use, the hcp found that

Manufacturer narrative:
H.6. Investigation summary: bd received 40 samples and 4 photos for investigation. The samples and photos were evaluated and the indicated failure mode for printing issue (fill line) was observed. Additionally, 80 retention samples from bd inventory, were evaluated by visual examination and the issue of printing issue (fill line) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing issue (fill line). Bd determined that the root cause of the indicated failure mode was attributed to the printing process where ink migrated from the ink well onto the tube bed rollers; therefore, placing ink on the tube bottoms. H3 other text : see h.10.

Event description:
It was reported before using bd vacutainer® edta 2k two fill lines were printed on the tubes. This occurred 40 times. The following information was provided by the initial reporter: this is a report about a printing issue. According to the customer's report, when visually checking the products before use, the hcp found that.